Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that difficulty was encountered while trying to optimize the sensors for this pacemaker. The patient is very active and when the sensor was optimized for bicycling it was too aggressive for walking. It was reported that when the patient would bend down their heart rate would accelerate to 130 bpm. No adverse patient effects were reported. The device remains in service.